Event description:
Clean ability and disinfection issues with this operating table. Many nooks and crevices to retain overflow irrigation/bodily fluids. Detailed instructions and drawings/diagrams for removing table parts for thorough cleaning are not included in manufacturer's instructions for use and care, cleaning and disinfection. This leads to an issue where these fluids can dry and create environmental cleanliness and infection control problems. Work around solution for overflow of fluids during the surgical procedure provided by sales rep to prevent irrigation/bodily fluids from pooling and drying...prior to patient transfer to table, a plastic bag is placed to cover opening are where the seat end of the operating table and the foot end of the operating table top meet to collect draining fluids. After each procedure, unless these parts are removed and/or disassembled and checked/cleaned, it's difficult to see if fluids have overflowed and dried. Multiple cleaning products required for cleaning and disinfection and should only be used for the respective plastic vs stainless steel parts of table. This makes cleaning the table complicated and sets one up for failure. See instruction manual for cleaning, pg 87-88.